Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse cleaned blue fibers internal to the tower and replaced the cable blue fiber internal to the patient side cart (psc) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that the customer experienced a 66200 recoverable fault that changed to a different 170 fault during the call. The tse had the customer perform a hard power cycle and activate the emergency power-off on the system, after which the error cleared and the customer continued with the case. After the call, the tse reviewed the system information and found an additional 31089 error associated with a vision side cart (vsc) fiber port while the customer continued with setup. Later, a staff member reported that the issue reoccurred after the system had been on for several minutes. The tse reviewed the event logs and again noted the same error tied to a tower blue fiber port, then advised moving the blue fiber connection from one port to another. The staff member clarified that the cable was connected at the surgeon console and moved the blue fiber cable from one console port to another as instructed. The tse indicated that the error might return and noted another occurrence of the same error related to a different vsc port 2 to patient side cart (psc) pathway, with a more recent node trace needed to determine the root cause of 31089. There was no reported injury.